Event description:
A patient experienced multiple desaturation events between 2:38 and 2:59am. Staff stated no audible alarms were heard. Pt observed by nurse tech to be dusky, frothy, bloody secretion at 3:50am. CPR was administered at 3:09am. At 3:22am patient stabilized. At 5:30 questionable seizure. Ativan given. Between 5:30-7:30am patient in status epileptic.

Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. The preliminary information supports that the device did not malfunction. A supplemental report will be submitted when the investigation is completed.